Manufacturer narrative:
The manufacturer received the device for investigation on december 09, 2014. The investigation is pending. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported, that the ti plate of the inlay, alloclassic csf insert durasul 58/32, was found loose in the package during the surgery on (B)(6) 2014. Normally it is pre-assembled and usually only have to be rotated to the correct position.